Event description:
The reporter st stated the surgeon a cq2015 three piece collamer lens. The lens haptic detached upon into the eye. The lens was removed without enlarging the incision. No pt injury.